Manufacturer narrative:
At the completion of the complaint investigation, based on the information received, the clinical evaluation was able to confirm a type 3b endoleak. Additionally the clinical evaluation confirmed a stent fracture of the main body stent and at implant readmission for the treatment of a right groin seroma. Clinical determined the most likely cause of the strut fracture, which caused the compromised stent graft integrity was related to the use of a large angioplasty balloon against the strata material. It was likely that large balloon angioplasty of the iliac portions of the graft, an unintended user error, and calcifications within the iliac and distal aorta, a cautionary product use condition, contributed to this complaint. There were no off-label product use issues detected. The review of the manufacturing lot confirmed all devices met specifications prior to release. The event devices remain implanted in the patient and were not available for further evaluation. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3b endoleak. Endologix implemented the following corrective actions with the intent of reducing type 3b endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type 3b endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at (B)(4). Since the corrective actions were implemented, the type 3b endoleak events reported for afx devices has been reduced to (B)(4). No additional investigations of this reported complaint are planned, endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
The patient was initially implanted with a bifurcated stent and a suprarenal aortic extension. It was reported the patient has poor renal function which resulted in non-contrast computed tomography (CT) follow up surveillance. A recent ultra sound completed showed the patient had aneurysm sac growth and an unknown endoleak distally, near the limb of the main body stent. The patient underwent an angiogram which showed a potential type 3b endoleak. On (B)(6) 2017 the physician elected to reline by implanting an additional bifurcated stent. During the reline procedure the physician was unable to place the bifurcated stent directly on the aortic bifurcation. The placement of the main body stent landed close to the renal arteries and the physician elected to implant renal stents and snorkel the renal arteries as a preventative measure. The secondary intervention was completed and no endoleaks were observed at the conclusion of the procedure. The patient is reported to be doing well and there have been no additional adverse events reported for this patient.